Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a high blood glucose reading of 429 mg/dl. Customer treated with manual injection. She expressed symptoms of sleepiness and thirst. She stated that the drive support disk appeared to be normal and recessed. Customer found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The insulin pump failed the high pressure test twice. The cannula was not bent. Nothing further was reported.